Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports her ostomy nurse gave her a different product to try. After wearing a second wafer she had burning on the 5th day of wear. She states she found two wounds to the stoma at the 9 o'clock position that are red with minimal bleeding. She states the wounds do have some depth to them. She reports going to the emergency room yesterday in which she was prescribed oral keflex, powder was applied, and wafer changed. No diagnosis was given for the wounds. She states she does not feel any burning currently and is following up with ostomy nurse today.